Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that color bar is intermittently displayed and no image is displayed were due to defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, a video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to a faulty circuit board, there was no video displayed, only color bar. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a faulty main board, there was an internal buffer error, err e212. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.